Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported a patient was initially implanted in (B)(6) 2013 with synapse instrumentation. Due to poor bone quality and thoracolumbar cervical deviation, the surgeon was unable to properly insert the screws at c4-c5. The patient was returned to operating room on (B)(6) 2014 for revision based on x-rays taken which showed the screws pulling out at c4-c5 resulting in non-fusion. During the revision surgery, the surgeon was unable to remove the synapse top loading transconnector because it was stuck in the transconnector locking screw. Several attempts were made to remove the transconnector using different instruments, as well as removing bone around the transconnector; all attempts were unsuccessful. The surgeon finally removed the transconnector by pulling the screws out of the pedicles on two sides. There was a surgical delay of 60 minutes and the patient was reported as stable. This is report 1 of 11 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names: mnh, mni. Implant date reported only as (B)(6) 2013. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti top loading transconnectors was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at the time of acceptance with one non-conformance report generated for c of t incorrect: all technical data to be in metric units. The mechanicals were reported in ksi unit. The corrected c of t¿s were issued by the supplier. The raw material met all dimensional and visual criteria at the time of release with no issues documented. A product development evaluation was completed: the following items were received: two transconnector locking screws (part 04.614.522, lot unknown), two cancellous polyaxial screws (part 04.614.014, lot 7553181), two 3.5mm titanium rods 120mm length (part 498.125, lot 7138727), and one ti toploading transconnector (part 04.614.516, lot 7157522). The ti toploading transconnector was received with two transconnector locking screws (one in each bushing) and these were not able to be removed. The bushings are at an angle. The cancellous polyaxial screws were received intact, with scratches indicating use, but no defects. This complaint condition which extended the surgical time was caused by the immovable interface between the transconnector locking screws and the bushing of the ti toploading transconnector. Given the immovable nature of the locking screws with the transconnector bushing, it is likely that these became cold-welded together, leading to this part of the complaint. The underlying root cause of this complaint is the poor bone quality of the patient which led to the improper implantation of the screws and the non-union which resulted in a revision surgery. The relevant part drawings for the ti toploading transconnector were reviewed and the design of this device was found to be adequate for its intended use. The non-fusion aspect of this complaint could not be confirmed as there were no x-rays received. The complaint against the transconnector and transconnector locking screws was confirmed as they were returned connected and could not be released. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.